Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), tooth disorder ("dental issues"), headache ("severe headaches"), urinary tract infection ("frequent urinary tract infections"), dizziness ("dizziness"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (total laparoscopic bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, back pain, dyspareunia, abdominal distension, tooth disorder, headache, urinary tract infection, dizziness, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dizziness, dyspareunia, fatigue, headache, menstruation irregular, pelvic discomfort, pelvic pain, tooth disorder and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), tooth disorder ("dental issues"), headache ("severe headaches"), urinary tract infection ("frequent urinary tract infections"), dizziness ("dizziness"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (total laparoscopic bilateral salpingectomy to remove the essure). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, back pain, dyspareunia, abdominal distension, tooth disorder, headache, urinary tract infection, dizziness, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dizziness, dyspareunia, fatigue, headache, menstruation irregular, pelvic discomfort, pelvic pain, tooth disorder and urinary tract infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.